Event description:
Adverse event(s): "unk" (no info). Product problem(s): "shunt blocked" (blockage within device or device component [shunt]). A surgeon reported a shunt was explanted as he believed it was blocked. Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. (B)(4).